Event description:
No other therapies at the time that would have contributed to the event. A small piece of plastic-like material was noted after placement of the endoscopic harvester in the leg, the harvester and small piece of plastic material were removed, the small piece of plastic material was discarded, and the pa (physician assistant) continued with the vein harvest.